Manufacturer narrative:
The field report was confirmed. Stripped ptfe coating inside the pacing coil prevented the stylet removal. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the stylet used during implant could not be withdrawn from the lead. When trying to withdraw the stylet, the lead isolation was damaged. There were no consequences for the patient who was in a stable and well condition.